Event description:
While troubleshooting an unrelated issue at the customer's site, a field service engineer (fse) discovered a blue cleaner fluid leak of unspecified volume from a coulter lh 500 hematology analyzer. The leak was contained within the instrument and no error messages were reported by the customer or the fse at the time of the occurrence. The fse was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse discovered that the leak was related to cracked I-beam tubing at pinch valve pv37. The fse replaced the tubing, resolving the leak. The service activity performed was verified to meet the specified requirements per established service procedures. (B)(4).